Manufacturer narrative:
Failure analysis for fiber (B)(4): the cap remains attached; the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of" fiber cap detached" could not be confirmed; a cap fracture was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using a surgical fiber during a prostate procedure, the fiber cap detached at 31 minutes of use. The procedure was continued using a second surgical fiber, which the cap was also reported to have detached. A total joule count of 208,963 joules was reported to have been used for both fibers. The physician reported that the procedure was not completed , however provided no additional information. There was no patient injury reported. This report ID for the first surgical fiber used.